Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.5, lab: ng. Date: (B)(6) 2010, inratio: 1.4, lab: ng. Date: (B)(6) 2010, inratio: 1.4, lab: 3.8. Inrato: 1.4, lab: 3.4. Pt's coumadin dose was increased by the doctor on two separate occasions, (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
Analysis of customer's data will not be performed due to improper technique. Per general description of complaint, pt used the same fingerstick to obtain sample. The 1.5 inr was excluded from comparison test since no corresponding reference or repeated inratio value was provided. No product is expected to be returned. Retained strip testing from a previous case revealed that test result comparisons met accuracy criteria. Root cause of complaint could not be determined from the info provided by the customer. Per general description of complaint, pt is taking antibiotics and has hypothyroidism. Pt's current health condition and medication may have affected coagulation testing and may have led to the inaccurate inr results. As reviewed on (B)(6) 2010, thirty-five discrepant result complaints were reported for lot #234527 yielding a complaint rate of 0.058%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. The allowable difference between the inratio inrs and sysmex inrs was calculated. At least two out of three replicates for both samples for strip lot 234527 are within the allowable bias. No discrepant results were produced on in-house meters. These meet the above criteria. No further investigation will be pursued.